Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited air/water (a/w) cylinder and a/w-tube had foreign objects; there was a discoloration (foreign material) around adhesive on light guide lens and adhesive on objective lens; and distal end had residual liquid. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the investigation results, reprocessing was not conducted properly because water tightness was lost due to deformed plug unit. Subsequently, the material was not possibly eliminated. From the images provided, it was confirmed that foreign matter was attached / clogged to the air/water cylinder, air/water channel, adhesive area around the light guide lens, adhesive area around the objective lens, and tip part, but foreign matter could not be identified. The root cause of the foreign matter remaining on the device could not be identified. Occurrence of the events can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.